Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found in specification in relation to the reported device powers off when slide clamp is inserted which were not reproduced. The event history log review was performed and revealed multiple ¿improper shutdown!¿ messages, which result when both alternating current and direct current power connections are lost, and it cannot be deciphered if power was manually disconnected by the user. The device was found to function as intended during functionality testing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powers off when the slide clamp is inserted. There was no known patient involvement. No additional information is available.